Event description:
Company representative reported "contour of the implant is uneven", "cysts up to 10 mm", "fibrous capsule", "contracture of the implant" diagnosed via ultrasound. "Silicone spreading beyond the fibrous capsule", " intra- and extracapsular rupture", "intracapsular rupture of the implant is defined, without silicone protrusion beyond the fibrous capsule, without perifocal change" diagnosed via MRI. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst(s): unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.